Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the device failed a test step relating to the o2 low flow. The service technician states that the active exhalation controller valve was replaced to resolve the issue. The device was retested and passed all testing. It is also noted that the handle was cracked and replaced and the capacitor battery retainer was cracked and replaced. Wire damage during service occurred and the interface board cable was replaced. Additionally, prior to the reportable test failure, the device failed a not-reportable test step relating to the o2 low flow due to a gray foam being misaligned during service. The service technician readjusted the foam and retested.